Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect spinous process tall clamp. No parts have been received by manufacturer for analysis. On 11/02/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 11/28/2016 a medtronic representative, following-up at the site, reported the issue was due to a user error. There was no damage to the spinous process tall clamp and the site declined to replace it. The site used the same spinous process tall clamp in a subsequent procedure the following day, without issue.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon noted that the screw that held their spinous process tall clamp and the spine reference frame together was loose. This did not cause any issues, and no delay in therapy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site has chosen not to replace/return the part, since there was no actual malfunction.